Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that time was off on station. A technical support specialist (tss) successfully logged into the station. Applied knowledge article ka (device time is incorrect). Confirmed with the customer that the issue has been fully resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, machine with time issue. Time was off on the machine in surgical area caused during dispensing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.